Event description:
It was reported oversensing was observed on the ventricular lead. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.